Manufacturer narrative:
(B)(4). Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash on her side under the therapy electrode pad. There is no alleged device malfunction. The patient's doctor prescribed medication for the rash. Follow-up indicated that the skin irritation was improving.